Event description:
It was reported that the patient reported infusion set stuck in the inserter after activating the spring to insert the needle event on 21 apr 2026.

Manufacturer narrative:
Name- ypsomed ag, street- weissensteinstrasse 26, city- solothurn, zip code- ch-4503, phone- +41 34 424 45 51. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.